Event description:
Complaint onetrack#:(B)(4).

Manufacturer narrative:
A field service technician (fst) was on site and investigated the unit in question. The fst checked the device over for battery temp error and ordered parts. On 2019-06-06 the fst returned to the site and installed the new battery. As stated by the fst: "installed a new battery (70101188) and ran the unit for approx 2 hrs with no issues, I disassembled the unit to check all connections and that all boards are seated correctly, all was good. Could not duplicate the battery temp error after the new battery was installed." Thus the failure could be confirmed. As the defective battery is already scrapped as confirmed by the technician, no further investigation is possible to determined a root cause. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that while on a patient the error message "battery temp" occurred and the device stopped. The unit was swapped and there was a delay in treatment. No harm or serious injury to the patient was reported. The risk ID is: (B)(6). Complaint onetrack# (B)(4).